Event description:
(B)(6) woman who had undergone a bilateral silicone gel breast implants 24 yrs ago. Developed pain. Contracture and distortion of left breast implant. Admitted to asc for removal of registered left silicone gel implant. Removal of intact right implant, bilateral capsulectomies and bilateral breast augmentation.